Event description:
It was reported a break had occurred. A procedure was being performed with a comet ii pressure guidewire. During the procedure, the comet broke into two parts. The device was able to be retrieved by using a snare device.

Event description:
It was reported a break had occurred. A procedure was being performed with a comet ii pressure guidewire. During the procedure, the comet broke into two parts. The device was able to be retrieved by using a snare device.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of the proximal portion of the ffr comet ii pressure guidewire. A portion of the distal end of the wire with the sensor and tip were not returned for analysis. The portion of the comet ii guidewire that was returned was visually and microscopically examined. Inspection of the device revealed that the guidewire shaft was separated at the distal end, approximately 3.4cm from the end of the distal tip. There was also a kink at the seam weld which is 38cm from the tip (147cm from the proximal end). The portion of the returned guidewire was measured and found to be 181.6cm from the proximal end to the separation. Indicating that 3.4cm +/- 5cm of the shaft with the sensor and tip were separated. Scanning electron microscope (sem) imaging and fractography on the break in the guidewire concluded that the failure mode appears consistent with reverse bending fatigue. A slightly abnormal apex shape was observed on one slit edge for all adjacent beams and cracks were visible within a portion of those apex features. It is hypothesized that the shape of this feature is more prone to crack initiation than the nominal shape of the slit apex. Product analysis confirmed the reported event, as the distal end of the pressure wire was fractured.